Event description:
In 2005, I had a hernia repaired from complications of an mva. I later discovered my mesh was the kugel mesh that had been recalled. In 2007, the skin on my stomach opened up into what the doctors referred to as "proud flesh". We discussed the recall and the surgeon informed me scar tissue had built up around the mesh and that the ring had not broken as of yet. They attempted treatment of the wound but since had gained repetitive infection. In 2008, the surgeons went in to fix the wound and said it was a "chronic wound with no healing properties" after this surgery I had a seroma develop. This ten lead to hard areas over my mesh that were pockets of infection. They then had another surgery to cleanse and debride my mesh of infection. After this surgery I had 3 seromas develop due to chronic infection of the mesh. I am now making plans for another surgery and remove the kugel mesh. Diagnosis or reason for use: hernia from mva.